Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the stylus was not aligned with cursor. Reseating the flex cable from the overlay to the xy board resolved the issue. Analysis found the power cord bay was broken and two hinge plate screws were missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the cursor and stylus are off, re-calibration does not improve tracking. The programmer was returned for repair. There was no patient involvement.